Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient turned the device off because it was really hurting. The patient indicated that the skin swells and turns red and the patient thinks that the site is infected. The patient indicated that they were waiting to have an appointment to have the device removed, but the patient had a "big operation" in (B)(6) and a ileostomy the week prior so they wanted to wait until after that. The issue was reported to have started in (B)(6) 2018. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.